Manufacturer narrative:
The hill-rom tech found the center arm broken. A search of the hill-rom maintenance records showed hill-rom performed preventative maintenance records showed hill-rom performed preventative maintenance records showed hill-rom performed preventative maintenance on this bed from 2013-2015. It is unk if the facility performed any other preventative maintenance on this bed. The tech replaced the center arm to resolve the issue. Based on this info, no further action is required.

Event description:
Hill-rom rec'd a report from a hill-rom tech stated the side rail would not latch. The bed was located in (B)(6) at the account. There was no pt/user injury reported. This report was filed in out complaint handling sys as complaint #(B)(4).